Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). It was noted that the water quality from the water system in the takes was poor. The guard filters were changed and the water quality improved. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen. 2 results for 19 patient samples on a cobas 8000 c 702 module. Examples for 3 of the alleged patient samples: patient 1: the initial result was 3.38 mmol/l and the repeated result was 2.47 mmol/l. Patient 2: the initial result was 3.23 mmol/l and the repeated result was 2.32 mmol/l. Patient 3: the initial result was 3.14 mmol/l and the repeated result was 2.26 mmol/l.

Manufacturer narrative:
The investigation determined the issue was due to poor water quality. The investigation did not identify a product problem.